Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt's recharger had been acting up quit a bit for it had done really crazy things in the last couple days. Pt has had trouble connecting to the implant for pt will receive can't find device more often than a while back. Pt had received the message replace the recharger batteries soon when recharging the implant. 2 days ago when charging the implant the pts controller screen displayed a bright light where the whole screen turned bright, pt had to reset the controller 2 times because the lite was so bright; pt said it was acting strange and the pt got two bright lights. After that situation pt got the error message software problem 1. Intellis 2.3.6 4.1569 4.@manager. Then yesterday ((B)(6)2021) and the day before it took a while to charge up the implant and the recharger device when it got finished was quit warm almost hot; the equipment started to get warm yesterday and they day before, but yesterday was much more than warm. Pt had a feeling it's a battery problem. When asked pt for an event date pt said it's been happening for quit some time now, weeks maybe months even; pt had times where they could not recharge their implant and by resetting the controller it would work. An email was sent to the repair department to replace the recharger and the controller. Pt noted at the end of the call that they did not know if they could charge their implant because their equipment would not charge them. Patient called back on registered phone number stating they received the new equipment; the pt was able to charge their implant at excellent recharge quality. Additional information was received. Pt said that they received their replacements. Pt said that their controller screen was turning white about 3-4 minutes in to charging their implant; pt said that this started the same night that they got the controller replaced. Pt said that they would go to wake the screen up, when the screen dimmed, and the controller screen was bright white. During troubleshooting, it was discovered pt was using old rtm and they had pt start a charging session with their replacement rtm. The controller screen was still going white with their recharger antenna replacement plugged in. It was confirmed with the pt that they were using the r replacement controller and the pt saw no visible damage to the controller or battery pack.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial#: (B)(6), product type: recharger, product ID: 97745 lot# serial#: (B)(6), section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.